Event description:
It was reported that (1) device was used during a gastro-resection. It was reported by the affiliate that the cdh25 instrument did not resect the tissue and did not place the staples well. The surgeon had to perform the anastomosis by hand.